Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, crease fold, white calcification outer device, yellow particles outer device and missing plug and plug strap disk shell strap. Leak test and microscopic analysis was performed which identified: sharp opening on radius and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening. A sharp broken on plug strap assessed as an unidentified (tear) opening. Missing plug strap and plug strap disk shell assessed as inconclusive.

Event description:
Device has been replaced.